Event description:
This lead perforated through the septum during implant. The lead was repositioned during implant surgery but tamponade was not discovered until later in the case. Pericardiocentesis was performed and patient left the lab stable. The lead dislodged several days later and the system was explanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.